Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the setscrew on the header of the pacemaker lead was too loose due to stripped of the setscrew. The pacemaker was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of the ventricular setscrew could not be tightened on the lead was confirmed. Analysis revealed the user of the torque wrench was making incorrect wrench insertions stripping the inset of the setscrew. The setscrew cannot be tightened when it is being stripped. The user then forced the wrench down into the setscrew inset which stuck the setscrew to the wrench tip. The user then damaged the setscrew threads while removing the stuck setscrew from the wrench tip. This problem is related to the user¿s incorrect use of the torque wrench. The setscrew anomaly was consistent with having occurred during the procedure.